Event description:
It was reported that the system experienced an uncommanded collimator closure during a procedure. The user was required to reboot the system to regain operability.

Manufacturer narrative:
Device evaluated by service personnel. No injuries were reported. Event date reported is the date the MFR became aware of the incident. The user is uncertain of the actual date of the event.